Manufacturer narrative:
Batch review performed on 08 july 2024. Lot 142576: (B)(4) items manufactured and released on 20-june-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 years 8 months after the primary, the patient came in reporting pain due to a loose stem and competitor's cup and the cause is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the competitor cup and liner. The surgery was completed successfully.